Event description:
It was learned via the implant patient registry that a 19mm 3300tfx aortic valve, implanted for four (4) years and two (2) months, was explanted due to calcification, degeneration, thickened leaflet, leaflet immobility, severe aortic stenosis, and regurgitation. The explanted device was replaced with a 23mm 11500a inspiris resilia valve. Per the medical records, the patient presented with heart failure, and d/t covid positive results surgery was postponed. One month later the patient underwent a redo avr with a hemashield patch to enlarge the aortic root. The 3300tfx leaflets were thickened and immobile, there were no signs of infection. The 23mm 11500a aortic valve was implanted supra-annularly and was well-seated. The patient was weaned from bypass with inotropic support d/t rv was moderately hypokinetic with lv moderately severely hypertrophied. Adequate hemodynamics were achieved, and the patient was transferred to the ICU. The postoperative course was notable for hepatorenal dysfunction leading to complete hepatic and renal dysfunction and respiratory failure. The patient was switched to comfort care. On pod #10, following the withdrawal of care, the patient expired. The cause of death was noted as acute fulminant liver failure, s/p redo avr. Hospital path report: severely calcified valve tissue with fibrinous material and cellular debris, no acute inflammation or vegetations identified. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The explanted device was not returned for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.